Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began at 12.00 on (B)(6) 2018, alleging that she obtained alleged inaccurately high blood glucose results of ¿10.3 and 16.3 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes using insulin (self-adjuster), and made no changes to her normal diabetes management regimen. The patient stated that almost immediately after the meter issue began she developed symptoms of ¿shaky¿, she confirmed that no treatment was required or received for the alleged symptom. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the test strips had been stored correctly and were not passed their expiry date. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.